Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that dirt remained on the subject device due to incompletion of reprocessing, because the a-rubber leaked. Based on the results of the investigation for phenomenon two, it is likely that the endo therapy accessories or metal part of the cleaning brush touched the biopsy channel port when the user inserted/withdrew those products, which may have caused the event. The event can be prevented by following the instructions for use: "the detection method is contained in bronchofiberscope bf-e2 series chapter 3 preparation and inspection. The preventive measures are contained in bronchofiberscope bf-e2 series chapter 7 cleaning, disinfection and sterilization procedures.". Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned an asset bronchofiberscope to the service center. During a standard inspection and estimation of the returned device, the forceps channel port was shaved, and the distal end was dirty. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered the forceps channel port was shaved due to physical stress. Additionally, the distal end was dirty due to incorrect or insufficient reprocessing of the scope. It was observed that water-tightness was lost due to a cut in the bending section cover. It was also observed that the adhesive of the bending section cover was detached. It was observed that the universal cord had discoloration and a dent. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: control unit, scope connector cover, up-down plate, eyepiece, universal cord, light guide cover glass. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.